Manufacturer narrative:
Results of investigations: vyaire field service representative (fsr) went onsite to evaluate the customer's device. The fsr found loose screws on filter end cap. The fsr tightened the screw replaced the display as it was dim and calibrate the unit and verified the performance of the ventilator. Ventilator meets manufacturer's specification. No components are send to vyaire at this time so no more information will be available for this issue.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's screen was flashing, the ventilator was alarming, and the ventilator stopped cycling while on a patient. The customer reported that there was no patient harm or injury due to the event.